Manufacturer narrative:
May 2017 quarterly asr report exemption e2013025 the total number of events for product classification code otn is 150. Qty 30- align r retropubic urethral support system qty 3- align rs retropubic/suprapubic urethral support system qty 18- align s suprapubic urethral support system qty 37- align to trans-obturator urethral support system- halo qty 35- align to trans-obturator urethral support system- hook qty 11- align to trans-obturator urethral support system- hook & halo qty 13- align urethral support system qty 3- unknown bmd women¿s health mesh product h11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
May 2017 quarterly asr report

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017. [973197 e2013025 may 2018 quarterly supp for may 2017 quarterly otn.xlsx].

Manufacturer narrative:
Exemption e2013025. Original reporting time frame (B)(6) 2017 through (B)(6) 2017.

Manufacturer narrative:
Exemption e2013025. Original reporting time frame february 1, 2017 through april 30, 2017.